Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no video image. The anomaly was detected in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was evaluated, and the user narrative was confirmed. Inspection findings are as follows: image blackout; passed dry leak test; distal body chipped; passed wet leak test; left light carrying bundle distal cover glass cracked; customer complaint confirmed; scope case lock damaged; light carrying bundle distal cover glass right scratched. The device is in the process of being repaired and will be return to the user upon completion. Parts to be replaced: gi-90/i10/k10 series cardboard scope cas; o-rings and seals; bending rubber; shield pipe for ccd; signal wire for ccd pr-free; pcb for ccd drive pb-free; electrical connector assy; lcb distal cover glass; angle wire. A review of the service history indicates the device is routinely serviced at a pentax service facility. No other information provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.